Manufacturer narrative:
The device has not been returned for analysis as of this date.

Event description:
It was reported that during a pci procedure, deflation difficulties were encountered. The lesion was located in the distal right coronary artery (rca). The maverick2 monorail balloon was successfully inflated to 6 atms; however, the physician was unable to deflate the balloon. The balloon was partially deflated for removal without incident. The number of times, the balloon had been inflated and to what atms is unk. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."